Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947m62, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that an alert was triggered on the implantable cardioverter defibrillator (ICD). The device was checked and had reverted to vvi at 65bpm due to an electrical reset. The message, electrical reset/flash memory failure appeared on device check. The settings could not be changed for unknown reason (except for vf detection, which could still be changed). The device was explanted and replaced. No patient complications have been reported as a result of this event.